Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation noted that strong circular abrasion marks around the outside diameter of the shaft and chips on the edges around both ends of the shaft. Functional testing revealed that the device did not rotate freely with a matting part returned ar-9597-10. The most likely cause of the reported failure is user error, due to misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.

Event description:
It was reported by a sales representative that an ar-9676 angled reamer, drive shaft and an ar-9597-10 angled reamer sleeve became stuck together with no impact on the patient. This was discovered after a case, with no reported patient harm.